Manufacturer narrative:
Date of initial report: 2017-06-19. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the rf assure console 200x gave a false positive detection during a procedure. The false positive detection was duplicated during testing of the device at the facility following the event. A different console was used to complete the scan. The sponge count was reconciled. No patient injury occurred. The scanning device in use when this incident occurred was product ID: 01-0031, conformplus ii antenna array body scanner.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.